Event description:
While servicing the device, an authorized bench technician discovered the display was damaged. There was no patient involvement. The noted failure was identified during the bench inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the display would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display. The display was replaced and the device passed all performance assurance testing. The device was returned to the customer site and no further evaluation is required at this time.